Event description:
It was reported the endotracheal tube can only be inserted by about 2 mm without forcing the endotracheal tube down the l-connector. The shallow connection means that the endotracheal tube can easily disconnect form the l-connector, putting the patient's life in danger.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Per additional information and photograph received, the black connector is convatec's 7.0 endotracheal tube and the blue connector is portex's 7.0. The white connector is a smaller size of unknown brand. The portex endotracheal tube can easily slide in at least 6mm and make the connection much more secure. According to the hospital's report, the 7.5 endotracheal tube with the white connector is fine and can slide into the l-connector easily. Several different lot numbers of the 7.0 endotracheal tubes were tried by they all behaved the same way. One 7.0 endotracheal tube for this lot was returned for analysis which met specification. Connectors were found to be dimensionally acceptable as per the specification and have passed the jig test when mounted to the iso test jig which complies with iso 5356 requirement. A review of the incoming inspection report for the connectors used in the work order does not reveal any sign of dimensional failure and connectors were within specification upon receipt of the raw material. A total of (B)(4) pieces of this connector has been supplied to 5 other customers worldwide with no connector functionality problems reported when it is connected to the l adaptor. Review of the complaint trend from 2009 to ytd aug. 2014 for the connector machined end tight/loose issue indicated there is no significant negative trend observed. Should additional information become available, a follow-up report will be submitted.